Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but it did not meet release criteria and needed to be fully recaptured. The physician had difficulty recapturing the closure device on their initial attempt. Eventually the physician was able to recapture the closure device and remove the wds from the patient. A new wds was used to successfully complete the procedure. The procedure was completed with a closure device implanted in the laa of the patient. There were no patient consequences as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system (wds) with the implant in the sheath. The implant, sheath, core wire, hub and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath and abrasions on the inside of the sheath tip. One of the tri-cuts was bent outward, the tri-cuts were flared and torn, and the distal marker band was kinked and damaged. There was damage to the anchors. The tip and anchor damage found is consistent with deploying the implant and recapturing past the anchors and then redeploying. There was a clear substance on the core wire hypo tube causing resistance advancing and retracting the core wire in the sheath and through the hub. In order to determine the nature of the substance, further testing was performed. The material was found to most closely resemble a radiopaque contrast agent. Contrast is known to be used in the procedure. Inspection of the remainder of the device revealed no other damage or defects. Product analysis confirmed the reported event as the contrast on the core wire caused resistance moving the core wire.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but it did not meet release criteria and needed to be fully recaptured. The physician had difficulty recapturing the closure device on their initial attempt. Eventually the physician was able to recapture the closure device and remove the wds from the patient. A new wds was used to successfully complete the procedure. The procedure was completed with a closure device implanted in the laa of the patient. There were no patient consequences as a result of this event.